Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received a report of a sapien m3 procedure in mitral position where on (B)(6) 2026 the patient was admitted to the hospital with progressive dyspnea. Echo done during admission showed severe mitral stenosis of prosthetic and severe aortic prosthetic stenosis, and mitral leaflet mobility restricted. The echo done showed increased gradient across the mitral and aortic valve. A CT was done for further workup, and patient was started on IV heparin/ IV diuresis. The bnp was elevated and ef reduced. Her tee from on (B)(6) 2026 showed left atrial thrombus with severe left atrial enlargement. The patient was started on warfarin; inr was at 2.36. There were no signs of embolic complications. The inr at discharge was 2.91.